Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The problem was in the connector. When the hcp was fixing the spinal catheter and pump section of the catheter, the catheter did not enter into the connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient undergoing a catheter implant procedure for an unknown indication for use. It was reported a fail of a catheter occurred during a procedure on (B)(6) 2017. It was stated that the "catheter has problem in the connector the segment spinal and pump." This was interpreted to mean that there was a problem with the connector between the spinal and pump segments of the catheter. The patient did not experience any symptoms. There were no contributing factors. Troubleshooting and actions taken included the hcp changed/replaced the catheter during the procedure. The catheter was never implanted, and was discarded by the customer. The issue was resolved. No complications were reported or anticipated.